Event description:
On (B)(6)2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the battery life was less than expected with moisture observed in the battery compartment. Review of alarm history showed multiple low battery alarms. The reporter stated that the issue started about two months ago and persisted with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was not duplicated while the reported moisture intrusion was confirmed. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. Review of available date range showed that there was a replace battery alarm associated with voltage drop on 03/04/2015. Related to the complaint, moisture intrusion was evident in the battery compartment. The battery compartment was found to have cracked at two places, in the threads area and below the grip pad. A battery compartment leak was shown in a leak test. The pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and no further evidence of moisture corrosion was found inside the pump.